Manufacturer narrative:
Correction: date of follow-up 1: 7/24/2018. For this report (follow up 2): 08/01/18.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported return tidal volumes were reading considerable higher than set tidal volumes, reading artificially high. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Correction: remove (B)(4), replace with (B)(4). Additional information: method, results, conclusion codes. The philip's field service engineer (fse) performed several tests on the unit, including a performance verification test. The failure could not be duplicated and no problem was identified.

Event description:
The customer reported return tidal volumes read considerably higher than set tidal volumes. Reportedly, the readings were artificially high. The customer reported no patient involvement.